Event description:
Ligasure handpiece appeared to lose power. Surgeon attempted to activate and it did not work. Ligasure was unplugged and re-plugged in; still did not work. Changed handpiece to continue procedure.